Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: performa system: 23:08 hi (result > 600 mg/dl), 23:09 183 mg/dl, 23:13 335 mg/dl, 23:14 320 mg/dl, 23:17 135 mg/dl; performa nano system: 23:21 129 mg/dl, 23:22 181 mg/dl. The same strip lot was used with both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Asku - case states customer is in her "mid 30's." The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa nano system. Reference medwatch with patient identifier (B)(6) for the performa system.